Event description:
The patient reported experiencing a loss or change of therapy. The patient wasn't feeling stimulation, but their therapy was on. There was no medical procedures/emi that were related to the issue. There were no trauma or falls related to the issue. It was stated that it "seemed like the interstim had shut off inside them, but it was still connecting with the controller and it showed it was on." It was reported that is started yesterday, and "after they set it where the stimulation again, and then this morning they couldn't feel it and they didn't feel it now." The patient had a return of symptoms and a lot of discharge from the bladder the night prior to the report. It was indicated they do go to therapy for the back issues (unrelated to interstim device), and said that they had back massages but didn't think that the therapist massaged over their interstim. The patient was calling to find out "why they stopped feeling it yesterday." Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.